Event description:
On 9/27/96, a facility nurse contacted the MFR's clinical rep. The facility nurse stated that the pt was at the home health agency for a urinalysis and was complaining of pain in the left flank. The facility nurse stated that the pt's incision was noted to be red, hot and swollen. Additionally, the facility nurse stated that the area on the right, which is also the side where the device is located, was noted to be swollen down to the pt's right groin area. The pt had no elevation in temperature. The physician was to admit the pt to the hosp where he would be evaluated.